Event description:
A report was received from (B)(6) stating that the motor did not function properly. It is known that the event did occur during surgery. There were no reports of pt or user injury. No additional information was available.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information should become available, a supplemental report will be sent. (B)(4).